Event description:
It was reported that the patient experienced leg weakness when using the spinal cord stimulator (scs). The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was kept by the facility. No further information has been obtained despite good faith efforts.